Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead, the physician punctured the patient's lung and it collapsed. The physician was able to re-inflate the lung with no damage. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as product investigation was received. Boston scientific received information that during implant of this right ventricular (rv) lead, the physician punctured the patient's lung and it collapsed. The physician was able to re-inflate the lung with no damage. The rv lead remains in service. No additional adverse patient effects were reported.